Event description:
According to a report dated in 2004, aortic valve & conduit was implanted in 2004. A pre-implant culture taken at the time of implant subsequently developed positive results for a coagulase negative staphylococcus species. Specifically, one colony was observed with no sensitivity testing performed. The patient also was noted to have exhibited a high fever (-40c) for approximately 24 hours after surgery with no fever after that period. Although blood cultures were negative, antibiotics were administered as a preventative measure. The surgeon has indicated that the positive test results are likely an indicator of an environmental contaminant rather than an infection in the recipient of the allograft. The valve remains implanted and no additional complications have been reported to date.